Event description:
On (B)(6) 2011, haemonetics received a service report from a customer stating that the orthopat machine was making a loud vibrating noise when on waste/empty. No donor or operator injury was reported.

Manufacturer narrative:
On (B)(6) 2011, haemonetics received a service report from a customer stating that the orthopat machine was making a loud vibrating noise when on waste/empty. No donor or operator injury was reported. The device was returned to haemonetics on 09/19/2011 with no containment bag attached. Upon evaluation blood was found in the centrifuge and centrifuge chuck. Small amounts of blood were also found on top deck distribution board, power supply and ac line filter. The reported problem could not be verified however fluid ingress was detected. The centrifuge, top deck distribution board, power supply and ac line filter were replaced due to fluid ingress. (B)(4).